Event description:
Allegedly, eprd reported 9 new complications for biolox ceramic head® revision (3 infection, 4 loosening 1 other and 1 unknown events). Revision surgery. No further information was reported. This incident is capturing 1 unknown event.